Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin within pump supplies. Tandem technical support educated the customer that the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Customer continued to use the existing cartridge. There was no adverse impact to the customer's blood glucose level.